Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was hot to touch while charging. The customer confirmed that there were no alerts or alarms that occurred. Customer's blood glucose was 284 mg/dl at the time of the report. Customer would continue to use the pump for insulin therapy.